Event description:
The technician alleged that the side rail is not locking. No patient impact.

Manufacturer narrative:
The technician found the side rail was not pulled out far enough for the side rail extension locking pin to engage. The technician extended the side rail out and in-serviced the account on the side rail functions to resolve the issue.